Manufacturer narrative:
Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 19-may-2018, UDI#: (B)(4). Product ID: 3389s-40, serial/lot #: (B)(4), ubd: 11-oct-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that they confirmed the old right system was removed due to infection and was replaced with a new system on (B)(6) 2019. The new implantable neurostimulator and extension serial numbers are still being researched to register to the patient. No further complications were reported or anticipated.